Event description:
It was reported that "the balloon did not inflate at the inflation test before use." No patient injury was reported.

Manufacturer narrative:
The catheter that was returned for evaluation had a ruptured balloon with latex material missing. One fogarty embolectomy catheter was returned without the packaging. The evaluation included visual examination and notation of any abnormalities such as damaged, incorrect or missing components. The balloon was found to be ruptured and missing between the distal and proximal windings. The ruptured edge was not able to match up. No visible damage to the balloon windings or catheter body was observed. The thru-lumen was found to be patent and did not leak. Visual examinations were performed under microscope at 20x magnification and with the unaided eyes. A device history record review was completed and documented that the device met all specifications upon distribution. The complaint was confirmed and additional more significant damage was found during the evaluation. The reporter denied the torn balloon was part of the original complaint. Although the cause of the damage could not be determined, review of the available information suggests that device handling after the event likely caused the damage found during evaluation.